Event description:
Prior to a laparoscopic colon procedure, the device was plugged into the generator, but wouldn't operate. The doctor tried a second generator, and the device still wouldn't operate. The doctor didn't have another device available, so he converted to an open procedure to completed the case. After the case, the biomed noticed the pins inside the black electric connector were bent, thus causing the issue with the device not working.